Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A account manager reported on behalf of a facility that they have had an unspecified number of tass (toxic anterior segment syndrome) cases. No more information was available. Additional information has been received and confirmed that total 12 tass cases from the same surgeon.